Manufacturer narrative:
The device was returned and an evaluation is complete. A visual inspection of the returned unit was performed and the reported issue could not be easily identified by initial inspection. A functional test was performed by filling the bag with water and a leak was noted at the spike port cap. Magnification showed insufficient sealing at the cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition was determined to be a component failure during manufacturing. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation on a returned 3000ml exactamix eva tpn bag it was noted the device had leaked from the port. There was no patient involvement. No additional information is available.